Event description:
It was reported that the spring wire guide (swg) unraveled in use. There is no more information available.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.